Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, an unknown issue with the transmitter occurred. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The voltage test passed. The pairing with nordic bluetooth device on walk-around box: passed. Tested on transmitter final functional tester: passed. Performed share log review and compliant could not be confirmed. Customer complaint could not be confirmed with transmitter's hardware test results. The reported event of an potential reportable event was not confirmed. A root cause could not be determined.